Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. No scrolling numbers anomaly noted. Insulin pump passed displacement test, operating currents, self test and off no power test. No failed battery alarm and no battery out limit alarm noted. Insulin pump received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that the customer went to program a bolus and the numbers kept scrolling on the screen. Customer's blood glucose level was 323 mg/dl. Customer stated that she manually has to input blood glucose data and when she was doing this, the numbers on the screen started to scroll uncontrollably. Customer stated that she pressed the down arrow button and this seemed to stop the number from doing this. However, when she let go of the button, the number resumed scrolling. Customer removed the battery and put the same battery back in. Customer received a failed battery test alert. Customer put in a new battery and the numbers started to scroll again. Customer has not treated yet. It was found that the customer dropped the pump earlier today. The pump fell about 3 ft from her lap to the floor. Customer declined troubleshooting for failed battery test and battery out limit alarms. Insulin pump will need to be replaced. No additional information provided.